Event description:
A nurse started to lower the bed when the foot end collapsed to the floor (pt was in the bed). A second nurse assisted in holding the pt from falling out the foot end of the bed. No injury to the pt. Nurse claimed of possible back strain.